Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: 0.014 balance middleweight 190cm; guide cath: 6 fr jr4; sheath: 6 fr; other: angiomax, heparin. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the patient presented emergently with complaints of shortness of breath and left arm and neck pain. An echocardiogram (ECG/EKG) was performed and diagnosed as acute myocardial infarction. Using a femoral approach during the procedure of the 95% stenosed, proximal right coronary artery (rca), the balance middleweight guide wire was placed and predilatation completed. The 3.5 x 23 mm xience xpedition stent delivery system (sds) was advanced once in the vessel, however, during removal in the guide catheter the stent dislodged off the balloon and could not be located, remaining in the anatomy. A 3.5 x 15 mm xience xpedition stent was used to complete the procedure without reported issue. The patient was discharged on (B)(6) 2013. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.